Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: staff has a lvp pump that was reported tubing set problem. Staff cleaned the av (actuator valve) pins and loading guide. The battery was dead; staff charged the pump overnight. Tested the pump the next day. While tested the pump no errors occurred. There was no report of patient harm or of the issues stopping an active infusion. A preliminary review of the logs identified the following issue: pneumatic valve leak failure (valve 1) . An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported.

Event description:
The device was returned for a valve 1 leak. The customer reported complaint was confirmed via log file review. As the device was provisioned to 5.9.2 software, the leak failure has been resolved. The pump passed a mock infusion designed to induce a valve leak. An internal investigation identified rear o ring needs to be replaced.